Event description:
The user facility reported that during a therapeutic laparoscopic procedure, striations were observed on the video image. The nurse reportedly attempted to troubleshoot the devices and claimed to have received what she described as a static-like shock twice while unplugging the video plug of the camera head from the olympus video system. The nurse stated she was not injured and also reported that there was no patient injury. The device was immediately removed from service, and the procedure was completed with a different, but similar camera head and telescope.

Manufacturer narrative:
The camera head referenced in this report was returned to olympus for investigation. The camera cable was found twisted and kinked, and the investigation duplicated the user's report of flickering striations on the video image. The investigation did not confirm the user's report of an electric shock when manipulating the video plug of the camera head. The device passed the electrical safety testing, however, there was evidence of corrosion on the video connector. The corrosion observed on the video connector indicates the users may have insufficiently dried the device prior to placing it in use, which could have contributed to the reported event. The cause of the user's experience cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.